Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had pump which alarmed power error detected. The customer's blood glucose level was unknown at the time of report. Troubleshooting was offered and he was advised to monitor the pump. The customer will not return the device for analysis.